Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return of "damaged ventricular socket", the ventricular output connector was broken. The device was cleaned and inspected, the connector was replaced and the device then passed testing on the automated test system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had a damaged ventricular socket. The product was returned for service. No patient complications have been reported as a result of this event.